Event description:
It was reported that the screw fell off the top of the unit at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional information added. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the screw fell off the top of the unit at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.